Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an image failure with cv-180 endoscopes. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d4. The subject device manufacture date was not identified; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device has not been returned to olympus and the root cause could not be identified. The phenomena occurred during a procedure. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.